Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. Explant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on a previous medwatch.

Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, patient underwent a procedure on an unknown date due to elevated cobalt levels; however, no parts were removed as the head was cold welded to stem. Another revision is indicated.